Event description:
It was reported from (B)(6) that during a floating knee surgery, when the surgeon tried to pull the radiolucent drive device out of the distal cortex bone(he did not over-torque the device), it was observed that the device stopped suddenly making a loud noise almost like a cog inside was damaged. According to the report, the surgeon inserted the expert tibial nail to the tibia and drilled for second distal locking screw following the instruction manual. It was further reported that the surgeon removed the device from the handpiece and reattached it many times; however, he could not make it work. The surgeon was not sure why the product broke down even though he did not over-torque it. The surgeon completed screw insertion by freehand drilling. The surgery was completed with a delay; however, the specific length of the delay was unknown. It was not reported if a spare device was available for use. There were no adverse consequences to the patient. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the serial number as unknown. It has been updated to reflect the serial number. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.